Event description:
Pt initially in april 1999, contacted pt services with complaint of device causing "jolting sensations" as it was "turning off and on by itself". Pt expressed dissatisfaction with therapy and care given, and stated that pt "wanted the device out." Referred, by pt services, back to physician's office for reprogramming and troubleshooting of the device. In early jan 2000 pt alleges injury, defective device and failure to provide pain relief.